Event description:
It was reported that the asymptomatic patient presented at the hospital for lead revision due to varying ventricular capture thresholds. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.